Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed to open. The technical support specialist (tss) had found that the drawers were turned off and explained to customer how to turn them back on. The system functioned as intended after the technical support specialist assisted the customer to resolve the device issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower drawer was failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.